Event description:
A malfunction alarm was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support on how to reset the pump, and after doing so, the malfunction did not recur. The customer was told to continue using the pump and to call back if any further issues arise.